Event description:
It was reported that the event occurred in the operating room and the intra-aortic balloon (iab) was prepped per instruction. The md attempted to insert the iab through the teflon sheath via left femoral artery. As the md was advancing the iab, the balloon unwrapped and the iab could not advance. As a result, only the iab was removed. A second iab was inserted through the same teflon sheath and insertion site with success. There was no medical/surgical intervention needed. No delay or interruption in therapy noted. There was no report of pt death, complications or injury. The pt outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.